Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. No deviation or complaint in connection with this complaint were recorded. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported a patient was injected with 1 syringe of juvederm ultra plus xc in the lips and vermillion border. Patient was also injected with botox (six in the upper lip, four in the dao) during the same procedure. The next day, the patient returned to the office due to bruising around the lips and "severe swelling of the face, cheeks, and lips" and was prescribed a medrol dospak . Patient was seen the next day, and swelling "was improved by 50%" and the patient's "neuro signs were within normal limits with good blood pressure." Patient was still complaining of nausea, dizziness, and headaches. Healthcare professional prescribed zofran for the patient. Patient indicated the swelling is improving more day-to-day, and the nausea is gone. However, the patient reported recently they are "having sensitivity with the teeth and gums." Patient takes synthroid, effexor, and hormone therapy concomitantly. Symptoms resolved in approximately 2 weeks.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bruising, severe swelling, nausea, dizziness, headaches, and "sensitivity in the teeth and gums" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting [less than or equal to] 7 days¿ duration. Refer to the adverse events section for details. Precautions: the safety and effectiveness for the treatment of anatomic regions other than facial wrinkles and folds (eg, lips) have not been established in controlled clinical studies. Adverse events: the most common injection-site responses for juvéderm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Post-market surveillance: the following adverse events were received from postmarket surveillance for juvéderm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess. Serious adverse events have infrequently been reported for juvéderm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks. The onset of ecchymosis generally varied from immediate to 1 day post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases ecchymosis resolved within a few days to 6 weeks. Additionally there have been reports of nodules, infection, and inflammation. The onset of inflammation generally varied from the day of treatment to 1 day post-injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days."

Event description:
Healthcare professional reported a patient was injected with 1 syringe of juvederm ultra plus xc in the lips and vermillion border. Patient was also injected with botox (six in the upper lip, four in the dao) during the same procedure. The next day, the patient returned to the office due to bruising around the lips and "severe swelling of the face, cheeks, and lips" and was prescribed a medrol dospak. Patient was seen the next day, and swelling "was improved by 50%" and the patient's "neuro signs were within normal limits with good blood pressure." Patient was still complaining of nausea, dizziness, and headaches. Healthcare professional prescribed zofran for the patient. Patient indicated the swelling is improving more day-to-day, and the nausea is gone. However, the patient reported recently they are "having sensitivity with the teeth and gums." Patient takes synthroid, effexor, and hormone therapy concomitantly. Symptoms resolved in approximately 2 weeks.